Manufacturer narrative:
Follow-up #1: date of submission 03/11/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the keypad was intact and all the buttons were responding to user presses. There was no contamination found under the contacts. The original complaint was unable to be duplicated. Unrelated to the original complaint, the audio bolus button was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a button/keypad (tactile changes/unresponsive) issue; contrast/backlight button, up arrow, down arrow and ok buttons. The contrast/backlight button has no affect on insulin delivery to the patient. There was no reported adverse event associated with this allegation. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.